Event description:
It was reported that while using handcontrol, the probe took 20 seconds to turn off after beeping. Couldn't get it to turn off unless it was un-plugged. Probe started smoking and sparking while out of patient. Doctor had to continue case with another device.

Manufacturer narrative:
Device has yet to be received. If received, a follow-up report will be submitted with investigation results.